Event description:
The customer reported that the thermogard xp ivtm system (sn tgxp13443) is defective and does not function. No further information was provided. The patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn tgxp13443) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.